Event description:
It was reported that during device change out, the ventricular lead exhibited loss of capture and high impedance in bipolar configuration. The patient was pacer dependent; the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.